Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part: 04.168.000s, lot: l645719, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 07.nov.2017, expiry date: 01.oct.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent another surgery on (B)(6) 2019 to replace a femoral nail system (fns) implants to an artificial bone head due to a late segmental collapse and pain. Initially, the patient had an unknown surgery with fns system on (B)(6) 2018. Surgeon commented that perhaps there was a vascular injury to the femoral head and the skeletal crushing was close to delay femoral head necrosis. Revision surgery was completed successfully with unknown surgical delay and no adverse consequence to the patient. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for complaint (B)(4).